Event description:
Related manufacturer reference number: 2017865-2021-36173. Related manufacturer reference number: 2017865-2021-35874. Related manufacturer reference number: 2017865-2021-36172. It was reported that the left ventricular (lv) lead exhibited high capture thresholds and was capped and replaced on (B)(6) 2010. On (B)(6) 2016, the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode-switch, and the implantable cardioverter-defibrillator (ICD) exhibited noise. Programming changes were made on (B)(6) 2019 regarding the ra lead. The ICD was explanted and replaced on (B)(6) 2020. On (B)(6) 2021, it was reported the right ventricular (rv) lead exhibited noise. No programming changes were made. The patient was discharged and will continue to be monitored.